Event description:
During stenting of a stenotic renal artery, which had been predilated with a 5mm balloon, the sds was advanced a little too far initially according to the physician, and upon pulling the sds back a few millimeters, the stent began to slip off of the balloon. The stent was approx 80% off the sds catheter as it was withdrawn from the renal artery. The physician tentatively tried to pull the balloon and stent back into the 6f straight sheath, but this resulted in a little more stent displacement. The physician was in the process of putting in a bigger sheath (8f), when the stent came off balloon altogether. The ends of the stent became flared after snaring the proximal end of the stent and coaxing it into the 8f sheath. Further attempts just made the situation worse, and the physician could not disentangle the snare from the stent. The pt was sent to surgery for an arteriotomy and removal of the stent. It was also noted that there was no inadvertent inflation of the sds prior to insertion or at any other time. The product is said to be available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable manufacturing quality plan as well, including stent retention values.